Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray images and photographs on (B)(4) confirms the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4)- known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Visual examination of the provided x-ray images and photographs on (B)(4) confirms the reported poly wear. No evidence of implant fracture or disassociation was found. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray images and photographs on (B)(4) confirms the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unable to locate a part number to capture the +10 liner implanted on (B)(6) 1992. Ip will be left as an unknown liner. Unrecognized part number is: 125116000.

Event description:
"The literature article entitled, ""factors contributing to rapid wear and osteolysis in hips with modular acetabular bearings made of hylamer"" written by david l. Scott, md, dvm, phd, pat a. Campbell, phd, christian d. Mcclung, mphil, and thomas p. Schmalzried, md published by the journal of arthroplasty volume 15 no. 1 2000 was reviewed. The article's purpose is to analyze radiographs, components and periarticular tissue retrieved at revision surgery to identify the factors associated with rapid wear and retro acetabular osteolysis with a modular acetabular liner made of hylamer. Data is compiled from 12 patients that are described in tables and narrative descriptions with associated adverse events. Each patient had depuy product implants and are individually captured in linked complaints. Osteolysis is attributed to poly liner wear. Also noted that article reports metal particles (debris) were found embedded in the liner which denotes head wear. Also noted that the article provides lot numbers for the poly liners." This complaint captures case 12 a (B)(6) old female with l hip implants of s-rom femoral component and duraloc 1200 acetabular component 56 mm, cocr head 28 mm, 10 mm liner thickness from lot #685000 initially implanted (B)(6) 1992 and revised (B)(6) 1996 for poly wear and osteolysis. Femoral fixation was loose and acetabulum fixation was stable. Lysis found in diffuse areas of the femur and zone ii of acetabulum.